Event description:
During a heart catheterization, the atrial lead had lost capture and sensitivity with a very high lead resistance. It appeared there was an insulation break in the lead. The lead was replaced with good lead functioning.